Event description:
It was reported that after using it for 5 days, they discovered clot in inlet and outlet ports. They replaced it, and completed well. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Similar device is distributed in the USA under k112360. The sample is not available for investigation. A repeated request is performed. With no sample no investigation can be performed and no root cause will be detected.